Manufacturer narrative:
Device evaluation of monitor sn (B)(4) (manufacture date 02/27/2013) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. Device evaluation of electrode belt sn (B)(4) (manufacture date 04/10/2012) has been completed. The reported problem (damaged trunk cable connector) has been confirmed. Upon investigation the trunk cable connector was cracked. Additionally, cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the trunk cable. The root cause for the strained cable and damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor would not power up, and that their electrode belt had a damaged connector.